Event description:
It was reported that during a cryo ablation procedure, multiple system notices regarding the system flush and enabling vacuum were received. Only one ablation was able to be performed. The balloon catheter, electrical umbilical cable, and coaxial umbilical cable were replaced without resolution. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 106e2 product ID: product type: console. Product event summary: the 2af283 balloon catheter with lot number 19972 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out and external visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was carried out. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 46 inches proximal to the catheter tip. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The balloon catheter failed the return product inspection due to a breach observed on the guide wire lumen and kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.